Manufacturer narrative:
The shipping partner confirmed that the device was lost during transit. The customer will be provided a warranty replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Not returned.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was lost through delivery service and was not returned to stryker for evaluation. The cause of the reported issue could not be determined. The customer has been provided with a replacement device.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.